Event description:
It was reported, the pt ((B)(6)) was not receiving stimulation in the proper areas. It was determined the lead had migrated due to the pt's ehlers-danlos syndrome (eds) causing the anchor to come loose. The pt underwent revision surgery on (B)(6) /2013, where the lead was repositioned and anchored.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.